Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779.

Manufacturer narrative:
The compressor was investigated by our field service engineer. The reported issue could be reproduced. The mains inlet was found defective and need to be replaced. The mains power cable is connected to the mains inlet. The mains power inlet, the holder for the mains fuses f3/f4 and the on/off switch is one complete unit. The conclusion is that the reported issue was due to defective mains inlet. The defective part was not returned for further investigation, therefore the root cause for the defective part could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).